Event description:
As reported to edwards lifesciences, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve was implanted too aortic due to the balloon slipping during valve deployment, which caused a central leak. The patient underwent a valve in valve (vinv) procedure with a 29mm sapien 3 valve which eliminated the central leak. The patient was doing well post procedure. Per images and videos received, the valve did not seem to be between the alignment markers prior to deployment (valve more proximal), which caused the valve to slip proximally to the balloon during deployment.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned for evaluation, as the device remains implanted. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Procedural imagery provided by the facility was reviewed and following observations were made: the valve was not centered between the valve alignment markers prior to deployment. It was seated more proximal. During deployment, the valve expanded asymmetrically (only distal portion was opened) and slipped towards aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There were no manufacturing nonconformance identified during evaluation. Available information suggests that procedural factors (valve positioning technique: not centered between the valve alignment markers prior to deployment, thv malposition), may have contributed to the reported event of thv malposition and deployed valve exhibits central regurgitation. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required